Event description:
The surgeon reports that there was a capsular tear during phaco using a competitor's unit. The doctor recognized the capsular tear right after phaco and decided to try the li61 lens in the sulcus without success. The doctor enlarged the incision and removed the li61aov iol. The surgeon then implanted an anterior chamber lens. No sutures were used.

Manufacturer narrative:
The lens was returned to b+l and subjected to visual inspection. Visual inspection found both haptics bent. The delivery device was not returned. Functional testing of the lens could not be performed due to the observed damage. The cause of the damage cannot be determined. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported. Issue.